Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user not able to login using biometric identifier. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist spoke with the pharmacy on the floor and confirmed that they were able to log in to the station using biometric identifier without any issues. The pharmacy on call, mentioned that the or16 device should only be accessible to certain users due to limited access permissions. Since user was unavailable, tss informed that would follow up with an email. The pharmacy acknowledged this. However, the customer did not respond to the follow-up email. Therefore, tss closed the case as the resolution was provided and there was no response from the customer¿s end. The system functioned as intended after the technical support specialist investigated the issue.